Event description:
The patient reported experiencing elevated blood glucose of 263 mg/dl on (B)(6) 2010 at 2:00am and the patient bolused 2 units of insulin through the infusion device. At 6:30am, the patient's blood glucose measured 237 mg/dl and the pt bolused 2 units of insulin. At 9:00am the pt's blood glucose measured 365 mg/dl and the pt bolused 2 units of insulin. At 11:30am the patient's blood glucose measured 220 mg/dl and the pt bolused 2 units of insulin. At 12:00pm, the pt found insulin was leaking from the adapter. The patient changed the adapter and had no further issues. At 4:30pm the patient's blood glucose measured 82 mg/dl and ranged from 78-108 mg/dl the rest of the day. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The adapter was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.